Manufacturer narrative:
This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the reverse locking mechanism was blocked on the compact air drive device. Therefore, the reported condition was confirmed. It was further determined that motor seized, jammed and was heavily moving and there was non-characteristic noise and failures in the cleaning and lubrication processes. Additionally, the device failed pretest for check the power with test bench, check triggers for forward/reverse mode, check function of soft mode switch (safety system), check for air leak, check reverse locking mechanism and check attachment coupling with attachments. The assignable root cause was determined to be due to improper maintenance, which is user error/misuse/abuse. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
Upon complaint review, it was determined that it was inadvertently omitted in the previous report that the rotor was locked: if additional information should become available, a supplemental medwatch report will be sent accordingly.

Manufacturer narrative:
(B)(6). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from (B)(6) that the compact air drive device button was locked. It was not reported if the device was used in surgery, or if there was patient involvement. It was not reported if there were any delays in the surgical procedure, or if a spare device was available for use. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. The date of event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.